Event description:
Compression stocking with side zipper. Per decedent's sister: j.g. Had great difficulty zipping up compression socks. Sister found j.g. Deceased in his bedroom "blood everywhere - he bled out when the zipper pinched the artery as he was forcefully (assumed) pulling on the zipper". Per decedent's sister, forceful pulling on the zipper was common. J.g. Had thin skin and was on coumadin therapy.